Manufacturer narrative:
(B)(4). It was reported during follow up that pd therapy was discontinued. On an unreported date the patient¿s antibiotic therapy was discontinued and the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the day of onset, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with reflin injection 2 grams per day intraperitoneally (duration not reported) and amikacin injection 125 milligrams per day intraperitoneally (duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. The patient was recovered from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.